Manufacturer narrative:
Date of event was (B)(6) 2010, not (B)(6) 2011 as previously reported.

Event description:
Pt underwent the index procedure with deployment of four endeavor sprint rx drug eluting stents, two in the second obtuse marginal coronary artery and two in the first ramus posterior lateralis. Post procedural residual stenosis was 20% in the second obtuse marginal lesion and 0% in the first ramus posterior lateralis lesion; with timi iii flow in both the treated lesions. Four days previous, the pt began aspirin 325mg. The pt did not receive a periprocedural loading dose of the study medication. Two days post index procedure the pt began clopidogrel 75mg dosing and was discharged from the index hospitalization. On day of index procedure, the pt was diagnosed with nstemi and was hospitalized. It is reported that the pt had percutaneous coronary intervention for study qualification and on that same evening the pt had nstemi which prolonged hospitalization and required immediate intervention to prevent additional infarction. On that day, cardiac enzymes were recorded as ck of 1189 u/l (uln 287 u/l) and troponin I of 35.57 ng/ml (uln 0.29 ng/ml) at 03:31 hours; and ck-mb of 16.4 ng/ml (uln 5.1 ng/ml) at 05:16 hours. The event is reported as ending two days post index procedure and the pt was discharged. The outcome of the event is reported as recovered/resolved. The event of nstemi was considered an event that required initial or prolonged hospitalization and was also considered an important medical event that required intervention to prevent permanent impairment/damage. In the investigator's opinion, the event of nstemi was considered severe in intensity, not related to the study drug, not related to the study device, and not related to the study procedure. Reference MFR report numbers 9612164201100138, 9612164201100139, 9612164201100141.

Event description:
No additional information. Event date was corrected.

Manufacturer narrative:
(B)(4). Evaluation, results: mi. Evaluation, conclusion: based on the information provided no root cause can be determined.